Manufacturer narrative:
There was no button error alarm noted. The pump was received with an intermittent button response due to the corroded keypad traces. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, broken battery tube threads, and a minor scratched lcd window. There was no unexpected audio/beep anomaly or display anomaly noted. The pump passed the self test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump was beeping and it has a black circle on the screen with a button error alert. Customer's blood glucose was 178 mg/dl. Customer stated that they could not erase the message and they could not recall if the pump had gotten wet or been hit. Customer was asked to remove the battery from the pump for 30 minutes and then to reinsert the battery. Customer called back later and stated that the error had returned. Customer received a replacement pump.